Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, beta- tricalcium phosphate (tcp) was used for a distal radius fracture case. For the angular fixation on the ulnar side, two ti locking screws (green locking screws) were inserted using a guiding block in hybrid usage. Va screws were used in dss. The shaft of the radius was fixed with two cortical screws and one locking screw. On (B)(6) 2013, the removal operation was performed to remove the implants after the bone union completion, not due to the broken screws. During the operation, two locking screws at the ulnar side were found to be broken. The surgery was delayed about 30-minutes. All the screws were removed using a broken screw extraction instrument. The breakage of the screws could not be confirmed from the preoperative x-rays. As postoperative management, a splint was used for external fixation after surgery. On (B)(6) 2013, the splint was removed. From (B)(6) 2013, the patient returned to work wearing an elastic orthosis. Several weeks later, the elastic orthosis was removed. This is report 1 of 2 for complaint (B)(4).